Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon had been used in a procedure (event date, patient age, gender, weight and identifier are all unknown.) According to the complaint, during an ercp procedure on (B)(6), 2010, a foreign body was found in the duodenum. The fragment was retrieved and it appeared to be a part of an extractor retrieval balloon (presumably from an earlier procedure). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. *updated* there were no patient complications as a result of this event.

Event description:
Note: the date of event is unknown it was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon had been used in a procedure (event date, patient age, gender, weight and identifier are all unknown.) According to the complaint, during an ercp procedure on (B)(6), 2010, a foreign body was found in the duodenum. The fragment was retrieved and it appeared to be a part of an extractor retrieval balloon (presumably from an earlier procedure). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): a visual examination of the returned device confirmed that the retrieved fragment was from a gi retrieval balloon. It is likely that the balloon detached during a previous procedure. The root cause of the event could not be definitively determined.

Manufacturer narrative:
Although the exact age is unknown, the patient is (B)(6) old.